Event description:
During case, a piece of lambotte osteotome broke off. The fragment was retrieved and an intra-op x-ray of right hip obtained. The radiology attending, spoke with the doctor and confirmed that there were no instrument fragments retained in right hip.